Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, device returned to manufacturer on: 11/26/2018. Device returned to manufacturer: yes. Device evaluation: the lens was received for investigation and revealed traces of viscoelastics on the lens surface which indicated that the lens was handled at the surgical stage. Cosmetic damage (scratches) were observed at the lens optic zone. Since the lens was handled and the issue reported was noticed during insertion, it could not be determined that the alleged lens damage was related to the manufacturing process; therefore, a product quality deficiency nor a product malfunction could be determined. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaint has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). If explanted; give date: n/a (not applicable). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 24.0d intraocular lens (iol) was compromised during insertion. No additional information provided.